Event description:
Patient presented to the physician with the stimulation lead migrating superficially toward the skin at the neck incision site, posing a risk of erosion. Physician brought the patient into the operating room, repositioned the stimulation lead deeper beneath the tissue, applied a mesh over the component for additional stability, re-sutured, and closed. Postoperative antibiotics were prescribed after the procedure was completed.